Event description:
It was reported that during a laparoscopic gastric bypass procedure, the surgeon indavertently fired a cartridge that had already been fired. When the device was fired, the locking mechanism failed which allowed the blade to cut the tissue, but not staple. The surgeon attempted to close the opening. He performed a leak test and it was ok. Upon testing at the end of the case, the surgeon noticed an air leak and attempted to oversew. The second leak test was not ok and the surgeon then put in drains. It did not appear that the drains were functioning properly so the pt was taken back to surgery in sept 2003. Laparoscopically, the surgeon oversewed and used fibrin glue. The drains appeared to be working, so no additional drains were added. Following another leak check, the pt still had a pinhole leak. Three days later, a third drain was added. The surgeon believes the leak is now contained.